Manufacturer narrative:
(B)(4). H6: component codes: mechanical (g04) - drill. Visual examination of the provided pictures identified the cutting blade of the reamer was damaged. There are signs of wear on the shaft of the reamer consistent with repeated use. Additionally, the returned reamer tip has gouges and dings on tip also has broken ring around tip of reamer. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon noticed the instrument was fractured before they began the reaming process. A second instrument was used for the procedure. There was no report of harm or serious injury to the patient.

Manufacturer narrative:
(B)(4). G2: foreign: canada h3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.